Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information - medwatch 5067923 - patient had sling implanted on (B)(6) 2016 due to stress urinary incontinence. Patient was told by her doctor that her life would be better with the sling. Patient is instead having issues with the sling. Patient experiences pain that shoots down her abdomen and leg, swollen feet, hives all over her body, abdomen bloating, bacteria in her mouth, gum disease, and swollen glands in her neck and throat. Stiffness in ribcage and pelvic area. She feels that her breathing is restricted. Patient had a CT scan done and she was diagnosed as having diverticula.